Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 103 mg/dl and 53 mg/dl. Customer felt tired and "didn't feel right" before the readings. Customer treated herself with juice and a protein bar. Customer felt better afterward. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.